Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-13930ds was received for investigation. Visual evaluation noted that the tip of the meniscal cinch was broken off. The tip was not returned for evaluation. Functional testing was not performed due to the damage to the tip of the meniscal cinch. The most likely reason for the reported failure is the excessive force used to pry and/or leverage the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-13930ds meniscal viper tip broke off during insertion. The broken fragments were retrieved, and the case was completed using a new ar-13930ds meniscal viper. This was discovered during a procedure on (B)(6) 2023. Additional information received (B)(6) 2023: this was discovered during a meniscus repair procedure.